Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported the following issue: ¿a customer noticed a white substance in the pump kit behind the tap upon receiving the kits. He informed us that after priming the kit, this substance no longer appeared, but we proceeded to replace the kits anyway, just to be safe.¿ the drug used for priming is nacl. Excess silicone at the cassette outlet and distal tubing were observed as physical defects in the device. There was no patient involvement.